Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 290 mg/dl at the time of the incident. The customer's blood glucose was 500 mg/dl at the time of call. The customer's blood glucose was 532 mg/dl at the time of hospitalization. The customer also reported that he was throwing up. The date of the hospitalization was (B)(6) 2015. The customer stated that he was wearing t he insulin pump during the hospitalization. The insulin pump will not be returned for analysis.